Event description:
The pt reported experiencing elevated blood glucose of 276 mg/dl in 2009, and the infusion device shut off two times. She stated that the infusion device beeped three times and the display went dark. She does not know if an error message was displayed. She switched to the backup infusion device and bolused to lower her blood glucose. She stated that she changes the infusion site every 2 days and the infusion tubing once every 1-2 weeks. She changes the insulin cartridge every 2 days and she reuses the insulin cartridges twice. Her normal blood glucose range is 120-140 mg/dl. No further information is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information containted within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.